Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 76 year old female patient presented as stressed, hypertensive, received fluids due to dehydration, chest pain, abdominal pain, they discovered ventral hernia without obstruction from a CT scan, history of heart attack.. There was no additional patient information. Return product is available for investigation. Method: date: collected: tested: results (ng/l): sample positive/negative: I-stat, (B)(6) 2025, 17:54, 18:09, 130.6, a , positive, I-stat , (B)(6) 2025 , 19:35 , 19:47, 123.2, b , positive, architect, (B)(6) 2025, 23:21, 12:12 , 6 , c , negative, architect , (B)(6) 2025, 02:01, 02:44 , 6 , d , negative, architect, (B)(6) 2025 , 05:50 , 06:50 , 4 , e , negative. Positive cut-off value for I-stat hs-tni test: 17 ng/l positive cut-off value for comparative instrument: 17 pg/ml. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 10-mar-2026. The customer observed high results from hs-tni cartridge lot a25224c that were considered discrepant from the laboratory instrument results. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25224c.

Event description:
Na.